Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Upon visual inspection, the lever body was found to be broken, potentially preventing sterile adapter from maintaining connection to embedded serializer for the instrument interface (esii) during use. The patient side manipulator (psm) was installed onto a golden system where no faults occurred, and the psm functioned as expected. Completed functional testing where the psm failed friction tests on both axis 1 and 2. Based on these findings, failure analysis determined that the release lever body and esii printed circuit assembly could be the potential root causes for this issue.

Event description:
It was reported that during da vinci-assisted partial nephrectomy surgical procedure, the patient side manipulator (psm) 1 movement was abnormal when moving to far right section. No error was showing on the screen. An intuitive surgical, inc. (Isi) technical support engineer (tse) guided customer to check psm and endoscope camera manipulator position. Also customer noted that the instrument on arm1 could not be controlled precisely, the motion was not intuitive, but the system had no error reported. The customer also mentioned the instrument may move to a critical position. The tse guided customer to reposition the endoscope and instrument. The customer would check instrument to avoid collision. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the issue occurred with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer while the surgeon was attempting to manipulate instruments from the surgeon console. The movements of the surgeon scaled appropriately to the universal surgical manipulator (usm). The usm did not move in the intended direction. An intended movement was to the right and usm was rolling. The timing of usm movement was appropriate. There was no shakiness and/or friction experienced/observed. There was no system arm-to-arm interference was noted. There were not any external collisions. The issue was intermittent. The customer switched instruments onto another psm to continue surgery. Psm#1 was replaced. There was no patient harm. The issue occurred approximately 1 hour after start of surgery.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the psm to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.